Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the control solution test result of 235mg/dl was above the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The test strips involved with this complaint failed testing. The reported issue was confirmed. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.